Event description:
(B)(6) clinical trial. It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure in august 2008 treated a 2.75x28mm, 95% stenosis of the distal rca (right coronary artery). Treatment consisted of predilation and placement of a 2.75x32mm taxus element study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with cardiac chest pain and was admitted. The patient reported not taking aspirin for one week prior to the event. Angiography revealed in-stent restenosis of the study stent. The patient was continued on medical management and was discharged two days later.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)